Event description:
It was reported that during maintenance the ht70 ventilator generated the abnormal noise when the o2 level go to 70%. There was no patient involvement reported at the time of event. Although requested, the serial number of the ventilator was not provided therefore the device manufacture date is unknown.